Manufacturer narrative:
As ipg was replaced electively, this device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the system was replaced due to the leads migrating. The ipg was replaced electively.

Event description:
It was reported that surgical intervention took place wherein the patient¿s entire system was explanted and replaced. The reason for the surgery is unknown.

Manufacturer narrative:
Date of event is estimated.